Event description:
It was reported that the hcu30 gave an error code 1008 (main out-put pressure sensor error). This was identified in a review of service records. No pt involvement. Ref: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service tech investigated the device and found a seized main pump. During shipment to the customer, residual water froze inside the unit, damaging both internal transducers and splitting open the cardioheater. The error code 1008 was caused by the seized wet end of the main pump. The pump, ice damaged transducers and cardioheater were replaced and the unit was returned to service. A supplemental medwatch will be submitted if additional info becomes available.